Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was reproduced during functional testing. The fse was unable to adjust the focus and noted there was a small continuous noise inside. After replacement of the camera head, the system was retested. The fse confirmed that the camera head worked normally and focus adjustments could be made without issue. The system was tested and verified as ready for use. The camera was returned to isi for failure analysis (fa). Fa investigation confirmed and replicated the customer reported complaint. Fa noted that the focus stage assembly was damaged due to a mechanical shock. Fa also noted the camera cable was damaged as well.

Event description:
It was reported that during a da vinci-assisted urethrectomy procedure, the customer experienced an issue adjusting and configuring the focus, both on the camera head and the surgeon side console (ssc). The nurse stated that the focus was not set even if "mechanical noise" indicating internal movement was heard. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the call, troubleshooting was attempted through a system power-cycle, however, this did not resolve the issue. Upon verification, the tse verified a proper cable connection. The system was not in a down state. The issue could be addressed by replacing the camera head to the backup. The site requested an isi field service engineer (fse) dispatch to investigate the reported event and bring a spare camera head for testing. The tse informed the customer that this will take awhile. As a result, the surgeon made a decision that no further troubleshooting was to be performed until fse arrives at the site. The surgeon also elected that the procedure was be converted using traditional laparoscopic surgery. The decision to convert was a determination made by the surgeon as they may not have a backup camera head at the time of the event to complete isi recommended troubleshooting and to avoid further procedure delay. No known impact or patient consequence was reported.